Event description:
After an implantation time of about 29 months, this lead was explanted, due to a pacing impedance of >3000 ohm and an exit block.

Manufacturer narrative:
The analysis checked the properties of the lead. The analysis showed fraying of the outer insulation 15 cm and 17 cm distal of the connector pin. In addition, the inner conductor helix was broken. This damage manifestation is with high probability to be regarded as the cause for the clinical complaint. The damages require excessive mechanical load at the lead. The position and characteristics of the fraying lead to the assumption of simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information about the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of any materials defects or manufacturing errors.